Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse successfully completed carryover test within specs. The fse verified all system testing passed within the MFR's performance specs. Pt samples were collected in bd 13x75 mm plasma tubes with gel separator. Sample centrifugation was performed at 3,500 rpm (rotations per minute) for ten minutes. Creatine kinase-mb (ck-mb) quality control (qc) was within established specs prior to and after the event. System check performed on (B)(6) 2009 was within specs. The customer stated it was an isolated issue and suspected the event was likely due to fibrin or microclots within the pt sample. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-03747.

Event description:
The customer reported erroneous creatine kinase-mb (ck-mb) and creatine kinase (ck) results, for one pt, involving unicel dxc 600i synchron access clinical system. This is report number one of two. The erroneous results were released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.